Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor noticed a nick on the intraocular lens (iol) before he tried to load the iol, during product handling and prior to insertion. There was no patient contact. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 03/07/2018. Device evaluation: the sample was returned to the manufacturer. The zcb00 lens was observed under microscope using 10x magnification. Residues were observed in the optic zone. Bent, which may have been caused by lens case positioning was observed on the lens optic and haptic area. After decontamination, no damages found on haptics and optics. The complaint was not confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.